Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 148 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Suspend on low limit in sensor settings was suspend at 70. Customer did not mention the reasoning of the suspend. Sensor will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.